Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red sore that have not became open wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s healthcare provider called in asking if something could be placed on wounds but there is no indication of medical intervention for the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved